Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the extension line. Visual analysis did not reveal any defects or anomalies of any kind. With the distal end of the catheter body occluded, the catheter hub was connected to the pressurized leak tester. Per (B)(4), there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa for 30 seconds. No leaks were observed in any of the extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of "luer hub/fitting connection leaked" could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter also met all functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the luer-lock connection has leaking issue". It was reported that during use on a patient, "unable to tightly connect the IV bag connector with the luer hub" and "leakage was found". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported "the luer-lock connection has leaking issue". It was reported that during use on a patient, "unable to tightly connect the IV bag connector with the luer hub" and "leakage was found". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "the luer-lock connection has leaking issue". It was reported that during use on a patient, "unable to tightly connect the IV bag connector with the luer hub" and "leakage was found". No patient harm reported. The patient's condition is reported as fine.